Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low battery alert, unexpected restart alarm, blank display, and button error and audio/beep anomaly. The customer's blood glucose value was 87 mg/dl. The customer reported a constant high pitch beep. The customer stated that the buttons were not responding. The customer stated that the screen was blank. The product was returned for analysis.

Manufacturer narrative:
The pump was monitored for several days and no blank display was noted. The pump was received with all operating currents within specification and passed the functional testing including the rewind, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected restart alarms were noted. No unexpected constant tone anomalies were noted. No unexpected low battery alarm anomalies were noted. The pump was received with intermittent button response due to a flattened act button dome switch. No unlocked lcd keypad connector or damage on the lcd isolation tape was noted. The pump was received with minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.